Event description:
11 months after implantation of a taxus express2 2.5x24 mm drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the distal left anterior descending (lad) artery. A pre-intervention stenosis of 90% was reported. The lesion was balloon dilated and subsequently a 2.5x24 mm taxus stent was deployed in the vessel. No info was reported concerning post-intervention stenosis. The vessel was reported as tortuous, but not calcified. The pt received lavix pre-procedure, heparin during the procedure, and plavix post-procedure. No info was reported concerning pt complications. The pt presented 11 months after the initial procedure with an in-stent restenosis of the distal lad. No info was reported on percentage of pre-intervention in-stent restenosis. The lesion was balloon dilated and subsequently a cypher stent was placed in the vessel. No info was reported concerning post-intervention stenosis. No info was reported concerning pt complications.a